Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session. In addition, it was reported that the pump reset unexpectedly. The customer continue to use the pump for insulin therapy. Customer's blood glucose level was approximately 100 mg/dl. Customer continued to use the pump for insulin therapy.